Manufacturer narrative:
The insulin pump was unable to prime during primed test due to faulty force sensor resistor. The device passed basic occlusion and displacement tests, no motor error alarms noted. The motor tested ok. The following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. Customer's blood glucose was over 600 mg/dl. Customer treated their high blood glucose with the insulin pump. Customer also stated they changed their supplies out twice. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.